Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, e103 occurs due to igniter failure and failure of the scope detection lever (lock comes off). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, visera elite xenon light source to the olympus service center. Upon inspection and testing of the returned device, the light source exhibited error code e103 due to failed igniter. This report is being submitted for the event found during evaluation. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon occurred due to failure of the ignitor, but the root cause could not be determined. Olympus will continue to monitor field performance for this device.